Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that last week the rep met with the patient and tried to palpate and the ins felt sideways. The rep was able to push the ins down and pushed the recharger down and got a good connection to the ins. They planned to do a revision of the ins pocket. Prior to the revision the rep tried to connect to the ins and got the device to charge up to 40%. The rep tested impedance and programmed with the clinician programmer. The rep had stim on for a short period of time. The ins showed 40% charged when the clinician programmer session was ended. When the patient controller was used to try to connect the ins would not communicate. The caller tried to connect with the clinician programmer and that would not connect to the ins. The rep tried to disable and re-enable the ins but that did not resolve the issue. The issue was not resolved through troubleshooting. Tss reviewed considerations. The caller will follow-up with the hcp about the revision and how to proceed. No symptoms were reported. **follow up from rep reported that they opened the pocket and the ins was 5 inches below the skin. They removed the ins flushed the pocket and re-implanted the ins. The caller indicated that following the case the implanted system is working normally. The caller indicated that the system is working as expected and there are not issues with the system. The caller stated that the patient is doing fine.